Manufacturer narrative:
The referenced report of known pump thrombosis was reported by the manufacturer under medwatch MFR. Report #2916596-2018-03053. Approximate age of device- 2 years, 7 months. Manufacturer's investigation conclusion: the reported thrombus could not be confirmed, as heartmate ii lvas, serial number (B)(4), was not returned for evaluation. The reported red heart alarms, pump stop events, and power fluctuations associated with pump thrombosis could not be confirmed, as no log files were submitted for analysis, and a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this investigation. Heartmate ii lvas, serial number (B)(4), is no longer supporting the patient, but remains implanted. The pump will not be returned for evaluation. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s pump was turned off on (B)(6) 2018 as the result of a known thrombus. The driveline was disconnected from the system controller, and was cut at the exit site. The device was not explanted. Reportedly, the patient experienced pump stops accompanied by red heart alarms and pump powers ranging from 0-40 watts on (B)(6) 2018 prior to the permanent deactivation of the device, and had been receiving palliative care. The center was unable to retrieve log files. No additional information was provided.